Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 160 units, and the insulin gauge remained static at 65 units. The customer's blood glucose level was 160 mg/dl. Although requested, the customer declined to perform troubleshooting with tandem technical support.